Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient inflation/deflation failure was confirmed. There was no patient involvement.

Manufacturer narrative:
Correction: evaluation summary the sample was received for analysis and the reported issue was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.